Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician deployed a ruby coil into the target vessel using a lantern delivery microcatheter (lantern) but decided to remove the coil because it was too soft. The ruby coil was re-sheathed and left on the back table. Later in the procedure, while attempting to redeploy the same ruby coil, the physician encountered resistance and was unable to advance the coil within its introducer sheath. The ruby coil was completely stuck and would not advance out of its introducer sheath. Therefore, the ruby coil was removed. While outside of the patient's body, an attempt was made to advance the coil out of its introducer sheath, but was again unsuccessful. Therefore, the procedure was completed using a new coil and the same lantern. There was no report of an adverse effect to the patient.